Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot and foot separation were not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to an interventional procedure. Reportedly, during the removal of the plunger, there was a form of resistance, the feet felt like they were scraping along to the vessel wall. It was confirmed there was no vessel damage and no post op complications due to this. The device was able to be fully deployed and after deployment of the needles, the lever was lowered however the feet remained opened. It was decided to maneuver the device cycling the lever up/down as it was difficult to remove the device, but eventually it was simply pulled out. The sheath was upsized to a greater than 10f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The defective proglide was inspected outside of the anatomy and it was noted that the posterior foot separated. The separated foot remains in the patient and has not been removed as the physician assured no issues due to the separation have occurred to the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.